Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via field representative regarding a patient who undergone spinal therapy with pre-operative diagnosis of hernia. It was reported that plif of l4-5 was performed on (B)(6) 2011. Plif was performed additionally at l2-3, 3-4, and 5-s1 to extend the fixation due to degeneration between the upper and lower adjacent vertebrae. There was health damage on the patient. There was no product malfunction occurred. Product used correctly according to the directions given in the IFU/labeling. There was no implant breakage. Device explanted. Additional information received on 16-nov-2020 states that there was degeneration between the upper and lower intervertebral space of l4-5. Date of additional plif surgery performed was (B)(6) 2020. Additional information received on 03-feb-2021 states that the cage was removed due to suspicion of mild infection between l5 and s1. Autogenous bone graft was performed. The rod between l5-s1 was cut by hcp during removal surgery. Two screws at s1 were removed. On the right side, replacement was performed at the right side of s1, and the connection was extended until s2ai. On the left side, screw was not inserted into s1. Two gal veston screws were inserted in ilium. The connection was extended. No product malfunctions occurred. No further complications were reported.